Manufacturer narrative:
The device was received fully deployed. Investigation of the device found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear, which diverted the intended path of the fluid. No timeouts or drive stalls were observed in the device data. No other damages or abnormalities were observed with the device. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod. No treatment was provided.